Event description:
The customer contact reported that the device intermittently did not sound an audible alarm tone during an alarm. During testing at the user facility, the device did not sound an audible alarm tone while on the low volume setting and intermittently did not sound an audible alarm tone while on the high volume setting during an alarm condition. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.